Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17279. The pt received 2 scs leads with the same lot number. It was reported the pt would like her scs system explanted due to experiencing discomfort at both the scs ipg pocket and scs lead sites in addition to experiencing ineffective stimulation. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.